Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single ude fiber exhibited the laser fiber broke further up the fiber. The issue occurred during a therapeutic ureteroscopy. There were no reports of patient harm.